Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis: the device was cleaned and upon inspection, the swivel base had movement in the locked position. Device was recommended to undergo general service, including replacement of parts in order to restore full function to manufacturer¿s specifications. Root cause: the reported complaint was confirmed via inspection of the unit. The swivel base had movement in the locked position. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that during a craniotomy procedure the mayfield modified skull clamp (a1059) slipped causing patient laceration at the back of the patient's head. The patient was initially positioned supine and as the pressure was being supplied via the torque screw, the surgeon turning the torque screw failed to notice an increase in torque measurement. It was then observed that there was a one inch laceration to the patient behind the ear that was caused by the pin in the rocker. The laceration was stitched to close, another skull clamp was used and the surgery was completed as expected with no surgical delay or adverse patient impact.